Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
The pt had to undergo an unexpected revision surgery because, it was noticed post-operatively that the plate appeared bent without any visible outer impact. The plate was retrieved and replaced.